Event description:
Litigation alleged the asr hip was explanted due to permanent physical injuries, pain and excessive blood levels of chromium and cobalt. Update: (B)(4) 2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. Medical records were also received, which indicate that patient was revised to address acetabular cup loosening, as well as pain. Cloudy fluid was noted upon entering the capsule. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Litigation alleged the asr hip was explanted due to permanent physical injuries, pain and excessive blood levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.